Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was under 2 years old, which is off-label usage of the device. The wearable was inserted into the upper buttocks. The event date is an approximation. On (B)(6) 2025, it was reported that the pediatric patient was very ill and shaking. The patient¿s parent recognized these signs as hypoglycemia. The patient¿s bg meter reading was 30 mg/dl while it was reported the cgm was providing an ¿incorrect reading¿ (no specific value was reported). The patient was also wearing a tandem insulin pump. The patient was taken to an urgent care center as the patient¿s family did not have glucagon available. At the urgent care center, the patient¿s cgm values were reported as being ¿much more off¿ from the bg meter reading (no specific values were reported). The patient was treated with nasal glucagon and an IV was placed. The patient was transported to the hospital and was monitored for two to three days. It was noted that an a1c test was done during the patient¿s hospitalization. The patient was discharged after two to three days and was prescribed glucagon for home use. No other patient or event details were available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.